Event description:
On (B)(6) 2013 a procedure was conducted endoscopic lumbar discectomy) on a patient ((B)(6)) for the purpose of removing disc fragments at the l4-l5, l5-s1 lumbar levels. The procedure was performed by dr (B)(6)using pituitary forceps for the removal of soft tissue within the surgical area. The pituitary forceps have a working jaw system in which the lower jaw remains stationary and the upper jaw providing a grasping action for soft tissue. During the procedure, the bottom jaw of the forcep broke off from the instrument assembly into the body of the patient at the l5-s1 level. The surgeon involved could not remove the jaw segment from the patient and decided to close the surgical area in conclusion of the procedure feeling that the jaw segment was secure in the patient's body and posed no risk to the patient at the time. Elliquence received written confirmation of the incident on (B)(6) 2013. The product was sent to the supplier for further investigation and root cause analysis. The supplier's final investigation results will determine the next steps to conclude and close this event. There is no understanding at this time as to how the lower jaw separated from the assembly.